Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had changed her battery 3 times and she got a black screen on the pump. Customer's pump was alarming and when she changed the battery, her screen went all black. Customer's blood glucose level was 380 mg/dl. Customer gave 3 units with her dial dose pen. Customer stated that the pump alarmed after the battery change. Customer stopped using the pump because there was blood on her set. Pump was alarming at the time of the call. Customer was assisted with clearing the alarm. Customer had received multiple batt out limit alarms when batteries were out of the pump for less than one minute. Batt out limit alarm occurred because the customer never cleared it. Customer was able to clear the alarm. The pump started working so it will not need to be replaced. No additional information provided.